Event description:
A hospital in (B)(6) reported via a distributor that there was a reverse connection of two rt227 infant breathing circuits at the swivel and the connection at the restrictor side was loose after it was re-connected in the correct way. This was found prior to patient use.

Event description:
A hospital in (B)(6) reported via a distributor that there was a reverse connection of two rt227 infant breathing circuits at the swivel and the connection at the restrictor side was loose after it was re-connected in the correct way. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt227 infant breathing circuit is not sold in the USA, but is similar to a device sold in the USA. The 510(k) for the similar device is k020332. Method: two complaint rt227 infant breathing circuits were returned to fisher & paykel healthcare (B)(4) for evaluation. A visual inspection and a pressure test were performed on the complaint devices. Results: visual inspection revealed no physical damage to the complaint devices. It was noted that the restrictor was slightly loose when inserted into the swivel compared to a new breathing circuit. However, the restrictor was still connected as it was held in place by the swivel. Dimensional measurements of the sle restrictors and the swivel wyes from both complaint devices were within specifications. The pressure test revealed that both complaint devices performed within specifications. No fault was found on both complaint breathing circuits. A lot check revealed no other complaints of this type for lot 110226. Conclusion: we were unable to confirm the reverse connection that was claimed by the customer. Based on the photograph provided by the customer, it was observed that the inspiratory limb is on the left and the expiratory limb is on the right. It is not certain if this was assembled during manufacturing or during set up at the hospital as it was also noted that a pressure line was already connected at the expiratory limb. Tapered connectors may loosen over time, and this may lead to connectors becoming loose, however, this can easily be corrected by the operator/user by pushing the connectors tightly together. All infant breathing circuits are pressure and flow tested at the production line before it leaves the factory. There are standard operating procedures (sops) in place to assist operators on the production line to correctly assemble and pack the breathing circuits.

Manufacturer narrative:
(B)(4). Two complaint rt227 infant breathing circuits were recently returned to fisher and paykel healthcare (B)(4). We will provide a follow-up report upon completion of our investigation.